Event description:
It was reported that the patient was implanted with four leads but a lead was removed due to infection. The infection happened at or around the time of implant. The manufacturer¿s representative (rep) asked if it was possible to add another lead to the implantable neurostimulator (ins). It was reviewed with the rep. That if one extension with 2 quads had been removed that would leave an open port in the ins. Therefore, a 1x8 lead could be implanted if the physician wanted to. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v409771, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v440497, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-33, lot # v409771, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v409771, implanted: (B)(6) 2010, product type lead; product ID 37702, serial # (B)(4), product type implantable neurostimulator; product ID 39286-65, serial # (B)(4), product type lead. (B)(4).